Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer could see and smell insulin inside the reservoir compartment of the insulin pump. The customer stated that he had been receiving no delivery alarms. The customer also stated that he has had elevated blood glucose levels and while bolusing, he noticed the insulin in the reservoir compartment. The customer further stated that he notices air bubbles coming up from the o-rings during filling. The customer then stated that he has had 4 or 5 leaking reservoirs. Troubleshooting was performed and no insulin was found in the reservoir compartment and no insulin was leaking form the reservoir. Nothing further was reported.